Event description:
The reporter stated that they received a cq2015 3 piece collamer lens with a kinked haptic, next to the lens optic. The lens was implanted and remains implanted as the kinked haptic had restored itself to its normal state by the time the surgery was completed. No pt injury.

Manufacturer narrative:
Method: a work order search was performed for the lens. Results: a lens work order search was performed for the lens and no similar complaint was found within the work order search.